Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as yersinia sp. When the expected result was serratia marcescens. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
H6: investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3255267. The customer did not return panels, phoenix generated lab reports or isolates but provided binary files for the investigation. To investigate, three retention panels each from the complaint batch were tested using in house isolates serratia marcescens enf 21792 and proteus mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels each from the same material but different batch were tested using in house isolates s. Marcescens enf 21792 and p. Mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. Seven of the ten panels tested misidentified their inoculated isolate, therefore, this complaint is confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed two additional complaints on the complaint batch, one of which is related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event or problem: it was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as yersinia sp. When the expected result was serratia marcescens. No health impact or consequence reported. Report 2 of 2. D1. Medical device brand name: panel phoenix nmic/ID-307. D4. Medical device catalog #: 449289. D4. Medical device expiration date 03-sep-2024. D4. Medical device lot #: 3255267. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 12-sep-2023.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as yersinia sp. When the expected result was serratia marcescens. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
There were multiple PMA/510k numbers. The information for each additional PMA/510k is as follows: g5. PMA/510k: k020321, k040099, k131331. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
2 of 2. It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a misidentification of a specimen: serratia marcescens was misidentified as yersinia sp. They used remel rapid ID panel for confirmation. Issue was detected before result was reported out so there was no patient impact.